Event description:
This is filed to report migration and tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3 with an enlarged atrium, rotated heart, coaptation gap, and a thin and friable posterior leaflet. A mitraclip xtw was selected for treatment, but due to the challenging patient anatomy, grasping of both leaflets as well as echo imaging was extremely impaired. The mitraclip xtw was able to be deployed. However, two minutes post deployment, the clip changed its position and tilted a little bit. The physician suspected that the posterior leaflet might have been damaged, and that this was the root cause for the tilting. The clip was stable on the leaflets but due to the challenging anatomy, it was decided not to implant another clip. The mr remained at a grade of 3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult grasping and poor image resolution were due to challenging anatomy. The reported partial clip movement (clip tilted) appears to be due to the reported suspected tissue injury. The tissue injury appears to be related to the reported difficulty grasping. The unchanged mitral regurgitation (mr) appears to be related to the partial clip movement. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the issues. There is no indication of a product issue with respect to manufacture, design or labeling.